Event description:
A customer reported that their AED is flashig red and will not power on with their dbp-1400 battery pack serial number (B)(6). They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 5/21/2020 and placed into service on 11/9/2020 with the battery pack in question (serial number (B)(6)). The log file review showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.